Event description:
Time: (B)(6) 2014, at 10:10 am - pod activated; 11:18 am, blood glucose (mg/dl): 200 - ate 25g carbs, bolus (units): 8.75u; 3:19 pm, 325, 8.65u; 3:29 pm - pod deactivated. The customer noticed that the cannula had dislodged from the insertion site and the adhesive site was wet, so the pod was removed.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.